Event description:
The suspect device user obtained a result of 2.1 inr. Two hours later the lab inr was 3.6. Controls were in range. The device was replaced and requested to be returned for evaluation.